Manufacturer narrative:
The unit was returned to prism (B)(4) via rga 22297 on oct 24, 2016. It was inspected by the technical marketing manager and plant manager on nov 1, 2016. They were unable to recreate the failure, however, they did note the motor was running at a higher rpm than expected and the over-speed arm was functioning slightly slower than usual. The internal components showed no evidence of failure or a drop. The motor, tape gear, strap and circuit board were replaced for the customer to bring the components up to their current revisions. Root cause:unable to determine. Corrective action:none- unable to recreate incident.

Event description:
A care aide was lowering a resident and suddenly the lift rapidly lowered the resident without control. The resident hit their head on the floor. The resident was admitted to the local hospital. They are now fine.